Manufacturer narrative:
Continuation of d10: product ID unk-cv-sr-endurant (unknown serial/lot); product type: 0180-aortic stent graft; product ID unk-cv-sr-tal aaa (unknown serial/lot); product type: 0180-aortic stent graft; product ID unk-cv-sr-endurant (unknown serial/lot); product type: 0180-aortic stent graft; product ID unk-cv-sr-tal aaa (unknown serial/lot); product type: 0180-aortic stent graft; g2: citation: authors: konstantinos spanos,1 georgios volakakis,1 george kouvelos,1 athanasios haidoulis,1 konstantinos dakis,1 christos karathanos,1 georgia stamatiou,2 elena arnaoutoglou,2 miltiadis matsagkas,1 and athana. Transition from open repair to endovascular aneurysm repair for rupture aortic aneurysms throughout a 16-year period of time in a single tertiary center. Annals of vascular surgery 2023. Doi: 10.1016/j.avsg.2023.11.023. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. A2: mean age a3b: mean gender date of publish used for incident date in section b3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the comparison of endovascular repair (evar) and open surgical repair (osr) for ruptured abdominal aortic aneurysms (raaas), focusing on both short-term and long-term outcomes study time frame: the study encompasses literature and data spanning over a 16-year period. Multiple manufacturer¿s devices were used in the study population. Medtronic devices used: talent stent graft and endurant stent grafts. Among patient adverse events included were device migration, endoleaks (type I, iii). No further information was provided pertaining to medtronic products.